Manufacturer narrative:
Additional information: based on the received information, the reported decrease of hearing was most likely caused by a post-operative migration of the active electrode array out of the cochlea. A full insertion was achieved at the initial implantation. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use.

Event description:
The user reported a decrease in hearing performance with the device, speech test results in noise decreased from 63% to 5%. On (B)(6) 2021, 4 channels were disabled due to discomfort. A CT scan showed these 4 channels to be extra-cochlear. The array was fully re-inserted on (B)(6) 2021 without problems. The electrode was fixated again in a groove in the chorda-facialis-angle. The user is now doing fine and will be monitored.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in (B)(6) 2019. However, the user then reported a decrease in hearing performance with the device, speech test results in noise decrease from 63% to 5%. On the (B)(6) 2021, 4 channels were disabled due to discomfort. A CT scan showed these 4 channels to be extra-cochlear. The array was fully re-inserted on the (B)(6) 2021 without problems. The electrode was fixated again in a groove in the chorda-facialis-angle.